Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as might be caused by incomplete device immobilization/minute device mobility was determined to be the root cause of device failure. Additionally, audiological problems were reported therefore the recipient has been reimplanted with a cochlear implant. This is a final report.

Event description:
The explanted device was received for investigation. According to the explantation report form, the reasons for the explantation were an audiological problem and a suspected malfunction. The user was re-implanted with a cochlear implant.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received for investigation. According to the explantation report form, the reasons for the explantation were an audiological probem and a suspected malfunction. The user was re-implanted with a cochlear implant.